Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. The stm completed performance test with simulated signal from fiber optic tester. The iabp was able to calibrate pressure. The stm could not duplicate the reported malfunction. The iabp passed all functional, calibration and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) would not calibrate pressure. No patient injury or adverse event was reported.